Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated after moving the patient to a different room and using 4 different programmers. Eventually, a magnet was placed for 60 seconds, and the device was interrogated and programmed successfully. This s-ICD remains in service and no adverse patient effects were reported.